Event description:
It was reported that during initial implant the right ventricular (rv) lead showed high impedance with no capture at high output. It was determined that the helix of the lead may have had air trapped in the helix chamber. The position of the lead was changed and also tested on the analyzer with similar results. The lead was then removed from the patient and exercised and found to work as designed. However, the lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).